Manufacturer narrative:
(B)(4)

Event description:
It was reported that the patients implantable cardioverter defibrillator (ICD) was nearing recommended replacement time (rrt) earlier than expected. The right ventricular (rv) lead thresholds are increasing. The device and lead remain in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Model: (B)(4), ICD; implant: 2011 (B)(6); model: 419388, lead; implant: 2008 (B)(6). (B)(4).

Event description:
It was reported that the implantable cardioverter defibrillator (ICD) reached elective replacement indicator (eri) sooner than antic ipated along with high right ventricular thresholds. The ICD has been explanted and replaced. The right ventricular (rv) lead was exhibiting high thresholds. The rv lead remains in use. No patient complications have been reported as a result of this event.